Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 24mm watchman laa closure device & delivery system (wds) was inserted into the was. The closure device was deployed and it was noted that there was a pericardial effusion with cardiac tamponade. The physician performed a thoracotomy to surgically suture the laa and the patient was transferred to the critical care unit for observation. No closure device was implanted in the patient. It was further reported that the patient recovered from these events and was discharged from the hospital in a stable condition.

Event description:
It was reported that there was a pericardial effusion with cardiac tamponade. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned in the laa and a 24mm watchman laa closure device & delivery system (wds) was inserted into the was. The closure device was deployed and it was noted that there was a pericardial effusion with cardiac tamponade. The physician performed a thoracotomy to surgically suture the laa and the patient was transferred to the critical care unit for observation. No closure device was implanted in the patient.